Event description:
I had the allergan breast implants put in and have had severe pain in my left breast for over a year, causing me to not be able to sleep. Today, I learned through an ultrasound that I have fluid building around the implants. Even though these have been recalled, fluid is present, and I am in pain and can't sleep. I am unable to get them removed without paying out of pocket. I have no idea what to do. FDA safety report ID# (B)(4).